Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that eight months following the implant of this transcatheter bioprosthetic valve, moderate paravalvular leak (pvl) was noted due to a deep implant depth. Another valve was successfully implanted valve-in-valve and improved the pvl to mild. It was reported that the anatomy involved light calcification. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.